Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the first firing, the device made a "clac" sound and then became unusable. Another stapler was used to complete the procedure. There was no patient injury.